Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "exposed shunt" (no code available). A user facility reported that a shunt was removed and replaced due to occlusion. An operative report was requested and received. According to the operative report, the shunt was removed because it was exposed and nonfunctioning. The shunt was not replaced. A trabeculectomy was performed instead of replacing the shunt. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/05/2010, 04/07/2010, 04/28/2010, and 04/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 04/05/2010. (B) (4). (B) (4). (B) (4).